Event description:
Implant broken in (B)(6) 2024, broken tip still in the jaw. And loss of integration reported.

Event description:
Implant broken on (B)(6) 2024, broken tip still in the jaw. And loss of integration reported.